Event description:
The customer reported to olympus that the colonovideoscope had poor air and water supply, poor water drainage. During evaluation, the following reportable issue found that there was foreign object coming out from the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1/address line 2: (B)(6). The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water removal ability does not meet the standard value, due to clogging of nozzle; the bending angle in up direction does not meet the standard value and the play of upward/downward knob was out of the standard value, due to wear of the angle wire; the adhesive on the bending section cover was chipped and cracked; the adhesive on the bending section cover, adhesives around the objective lens, and the adhesives on the light guide lens had white clouded area; the adhesive around the objective lens, adhesive around the light guide lens were peeled; there were scratches on the connecting tube, the protector of universal cord on the suction connector (s-connector) side, universal cord, grip and the flexibility adjustment ring; the plastic distal end cover (c-cover) had a dent, and the connecting tube had discoloration; and the image had white dots, due to damage on the charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories. Olympus will continue to monitor field performance for this device.